Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 11.0cm from the is-1 connector leg was returned for analysis. External insulation abrasion was found at 7.6-8.2cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise when the lead was in contact with the ICD can.

Event description:
It was noted that noise was observed on the rv lead. The lead was explanted and replaced.